Event description:
It was reported that the pump ¿blew out of the socket¿ about two months prior to report and the refill doctor seemed to be concerned. The reporter stated that it moved and twisted around. In addition, the patient had pain in his abdomen and on the surface of his skin for the prior three weeks or so. It was noted that the patient was looking for a doctor, because his surgeon had lost his license to practice medicine. The device system was used to deliver clonidine, bupivacaine, and an unknown drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).